Manufacturer narrative:
Continuation of concomitant products: unk introducer used on: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, it was noted that the patient had tortuous anatomy. The physician noticed that the introducer had kinked and the stylet was kinked within the lead "pretty bad." The lead was positioned and when tested there was undefined high pacing impedance. Repeated testing continued to show high impedance. The physician was concerned that the lead was fractured. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The stylet/guidewire was kinked/buckled. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tis sue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 16-65 purple stylet in the lead. The 16-65 purple stylet returned with the lead had kinks at 24.2 cm, 25.2 cm, and 61 cm. The exposed rv coil is distorted at the proximal end of the coil at 55.2 cm. The lead was able to be passed through a 9 fr introducer with a fresh 16-65 purple stylet inserted into the lead. A 16-65 purple stylet could be inserted without resistance into the lead. If information is provided in the future, a supplemental report will be issued.